Event description:
The physician was attempting to implant a 2.75 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent in a pt. The lesion was pre-dilated twice with a 2.5 mm x 15 mm balloon. The target vessel was reported to exhibit excessive tortuosity and moderate calcification at the lesion site. The endeavor sprint stent failed to reach the target lesion and was removed from the pt. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: excessive tortuosity, moderate calcification. Failure to deliver the stent, stent deformation. Eval conclusions: excessive tortuosity, moderate calcification. Device and cine image eval: the stent was positioned on the balloon as per specs. A number of stent segments were misaligned and slightly raised. The distal tip appeared slightly pinched and flattened. Review of the cine images confirmed the excessive tortuosity present in the vessel.